Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer about burning of tear film and pain in the left eye after wearing a contact lens which was disinfected by peroxide-based contact lens care solution. Consumer had to visit the emergency room as the pain was terrible where consumer was treated with some painkillers. Consumer also had a past history of cataract surgery and anterior segment surgery of the cornea in the affected eye. Later on, consumer was diagnosed with superficial keratitis without conjunctivitis in the left eye. Consumer¿s left eye was washed with a liter of physiological saline and treated with anesthetic agents. Later on, the eye pain again returned and then consumer was prescribed with loteprednol every eight hours, artificial tears for every two hours and vitamin c. After few days consumer got evaluated and got discharged as the symptoms were improved significantly. Currently the symptom of the left eye is resolved. Additional information has been requested but not yet available.

Manufacturer narrative:
Additional information d4 updated. H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).